Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer had a 31 g x 5 mm bd ultra fine¿ mini insulin pen needle break off in abdomen. The consumer went to the ER to have an x-ray and then required surgery to remove the needle from his abdomen. No further interventions were reported.

Manufacturer narrative:
Investigation: customer returned (1) broken patient end of the cannula. No pen needle hub was returned with the broken cannula. Customer states that there was no needle in the pen needle and it stayed in the site. The returned broken patient end of the pen needle was examined and exhibited blood on the cannula shaft as well as a residual bend on the broken end. This is an indicator of the bending/re-straightening mode of failure. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that a possible root cause for the broken needle includes bending/re-straightening of the cannula by the customer. Based on the above, no additional investigation and no CAPA is required at this time.